Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. No pump error 63 noted during self test or in device history files. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that they could not hear that the insulin pump said reservoir was low. Troubleshooting was performed and the customer reported that they did not hear beeps when audio volume settings were saved when it was 5 but when it was one it was very low that they did not hear it. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.